Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was requested but was not available.

Event description:
It was reported that low defibrillation impedance was observed on the right ventricular (rv) lead. The high voltage therapy was deactivated due to the low impedance. The patient was stable and there were no adverse consequences.